Manufacturer narrative:
Multiple attempts to retrieve device repair or diagnostic information has yielded no response from the customer. It is unknown if any parts or repair has been conducted. The complaint will be closed. If additional information is received at a later date, the complaint will be reopened and a supplemental report will be submitted.

Event description:
The respiratory therapist reported the unit gave a "proximal alarm." The customer reported that the unit was not in use on a patient. The customer contacted product support and requested service repair. The investigation is ongoing.